Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9197416. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see h.10.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "on (B)(6) 2020, during the operation and using indwelling needle puncturing for young children in neonatology department, leakage occurred when the nurse opened the package, it was caused the failure usage of needle. This incident delayed the normal infusion, which was found in a timely manner without major injury, it had increased the workload of nurses and wasted medical supplies. The needle was replaced with a new one and it was used normally."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "on (B)(6) 2020, during the operation and using indwelling needle puncturing for young children in neonatology department, leakage occurred when the nurse opened the package, it was caused the failure usage of needle. This incident delayed the normal infusion, which was found in a timely manner without major injury, it had increased the workload of nurses and wasted medical supplies. The needle was replaced with a new one and it was used normally."